Event description:
On (B)(6) 2004, I underwent a bilateral total hip arthroplasty. A j and j depuy summit metal to metal total hips with size 6 high offset femoral stents, 56 mm acetabular cups with the appropriate metal to metal liner with a fit of 36 head, a 36 mm plus 8.5 head (all three bilateral x 2) were implanted in place of my right and left hips. Soon after surgery, I began experiencing pain and difficulty with my implant. A hip revision was required on (B)(6) 2011. I now find myself in constant pain and discomfort and inflammation in my right and left thigh and my right and left hip area. I also feel extreme discomfort when sitting for periods of time, walking, standing, or sitting. Diagnosis or reason for use: avascular necrosis, left hip; avascular necrosis, right hip.